Event description:
A pt reported blood glucose results of "601 and 143 m g/dl" with a lifescan meter, performed within 10 minutes of each. Based on statisfical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.